Manufacturer narrative:
Product event summary: a proximal portion was received measuring 33 cm. A distal portion was received measuring 33 cm. The proximal conductor of the lead became extrinsically fractured due to a cut, the distal conductor of the lead became extrinsically fractured due to a cut, analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6949-58 defib lead implanted: (B)(6) 2005; 7288 defibrillator implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.